Event description:
This device was returned with oos reporting that this device eroded through the skin. The whole system was replaced with competitive products. Cylos dr, MDR 1028232-2009-01091. Setrox s 45, MDR 1028232-2009-01089.

Manufacturer narrative:
The device was explanted due to erosion. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed successful completion of the sterilization process. In summary, the erosion was not device related.